Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed which found a crack at the side of the welded cassette. A functional under water pressure test was performed which revealed a leak in the returned sample at the crack location. The reported condition was verified. The cause of the condition was determined to be user related; potentially due to the set coming in contact with a solvent like alcohol. Instructions for use warn the user not let the set come into contact of bleach, hydrogen peroxide, alcohol or antiseptic containing alcohol to prevent such a defect. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked; described as ¿the apd had already started to function, but suddenly the apd cassette began to leak during the process¿. This occurred during use of the device for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.